Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent vibration could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. The download log did not find any errors related to customer complaint.run receiver functional test's, pass all relevant tests. Perform manual functional tests "try it", pass vibrator mode. . Open receiver case for internal visual inspection, pass. Measure the vibrator resistance. Vibrator resistance within specification. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.